Manufacturer narrative:
The device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed according to product specifications. Functional testing, including priming the set and pressure test, was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp micro-volume extension set was leaking from the filter. The leak was observed during an unspecified process step and it was unspecified if there was patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.